Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported failure to advance the sgc resulting in kinked soft tip (deformation due to compressive stress) appears to be related to procedural conditions as it was reported that difficulty the sgc occurred because access with the extra stiff guide wire was lost. Image resolution poor was related to procedural circumstances as imaging was reported to be suboptimal (not clear). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and vessel tortuosity for a mitraclip procedure. The transeptal puncture in was mid-fossa and posterior. The height of the puncture was satisfactory. The steerable guide catheter (sgc) was advanced, but experienced difficulty moving through the septum. This difficulty occurred because access with the extra stiff guide was lost. The guide wire wasn't in the pulmonary vein, but in the left atrium. The dilator was pushed through the fossa ovalis, and then advanced the dilator on the guide catheter into the left atrium. On the echocardiogram the image was no clear, and it appeared the sgc was in the left atrium, therefore the ntw was advanced. It was noted that there was some difficulty advancing the clip delivery system (cds) into the sgc. On fluoroscopy, there were signs the sgc was kinked. The sgc and the clip were removed and replaced. The sgc soft tip was kinked and the clip could not open outside the anatomy transeptal puncture was attempted for the second time, but without success. The procedure was discontinued. There were no adverse patient effects.